Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. 1st cassette: the lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. 2nd cassette: the lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. 3rd cassette: the lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. Only one of three cassettes were returned for evaluation. The returned sample was visually inspected and the drain bag was detached from the cassette cover due to saturation. A calibrated console was used to sample and the cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The other two cassettes were not returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as the samples have not been received and the condition of the products could not be verified. Without analysis of the samples, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met. Method: 4114 result: 4247 conclusion: 4315 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an aspiration failure occurred with three different cassette packs during an unknown number of cataract procedures. The procedure or procedures were completed with product replacement. There was no harm to the patient or patients.